Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse cleaned and lubricated the elevator. The cse performed calibration of the probes. The cse ran fluidics checks, which passed. The cse performed quality control (qc), which was within range. The cse ran a multi-diluent check, which was within the expected range. The customer obtained an additional discordant result (sample ID (B)(6)) after the cse completed the service. The customer declined service and only wanted to document the additional discordant result. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples (sample ID (B)(6)) on an advia centaur cp instrument. The discordant result for sample ID (B)(6) was not reported to the physician(s). The discordant result for sample ID (B)(6) was reported to the physician. The samples were repeated on the same instrument and on an alternate advia centaur cp instrument, resulting lower. The corrected result obtained on sample ID (B)(6) was released by the laboratory. The corrected result obtained on sample ID (B)(6) was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.